Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: "hi mg/dl" (system 1) and 220 mg/dl (system 2). No adverse event reported. The "hi mg/dl" result, which on the system indicates a result in excess of 600 mg/dl. The same strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.